Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the customer experienced a drawer #7 failure on sbha7sop station. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the customer experienced a drawer #7 failure on sbha7sop station. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) power cycled the station, but the issue persisted. The full height drawer was removed, and both controller boards were replaced to resolve the issue. The unit was tested in hardware test application (hta), and there was no hardware errors observed in the medication application. The system functioned as intended after the field service engineer repaired the device.